Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was unable to be interrogated during a device check for reported patient symptoms for fatigue. There were no adverse patient effects reported. The local field representative was unable to obtain additional information regarding this situation. According to our records this device remains implanted with no change.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
The explanted device was returned for analysis. Upon receipt at our post market quality assurance laboratory, initial analysis completed found the device had no telemetry, no memory dump and was not pacing. Visual inspection found the case was bulged in the cell area. An x-ray of the device was performed and showed the u101 solderballs were flattened due to cell outgassing or swelling. The header and case of the device was then removed and cell measurements were taken. It was determined that the device power supplies do not function at the voltage of .165 that was observed. The firmware was reloaded, during firmware restart device always goes to safety mode, fail. When the hybrid was placed in a vice and gently clamped on both sides of the u101, firmware reloaded and restart was successful. There were no high current conditions that would cause no telemetry or cell depletion found during analysis. The clinical observation of not being able to interrogate device was confirmed.